Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of device image. Additional report of no pacing support during bvvi could not be confirmed. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the bvvi was a software anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode. There was no pacing support during backup vvi. Device status report showed device at eri. Due to low battery status, further troubleshooting could not be performed. Device replacement will be scheduled due to normal eri.

Event description:
New information received notes that the device was explanted and replaced.